Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 416 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that when 3 to 40 units of insulin left, blood glucose went up from 130 mg/dl to 416 mg/dl and did not allowing to administer the bolus. Customer stated that the motor of the insulin pump did not working properly and the insulin pump also did not working properly. The insulin pump will not be returned for analysis.